Event description:
It was reported that there was currently a special tracheostomy cannula that must be emptied with a special syringe. During the day the cuff was increasingly leaking, the customer was unable to solve the issue. The customer troubleshooted the switch, by putting the needle over a suction cat repeatedly. The customer tried to empty the cuff to get the needle out, however it could not be emptied so it could get out through stomach. The needle was not displaced in the trachea, it filled a little more air in the cuff and the cuff was tight. It failed to switch. The needle was changed later the next day on the operating room. The reported issue required a medical or surgical treatment.